Manufacturer narrative:
The customers¿ report of backflow was confirmed. The primary set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The check valve was also visually inspected under a microscope. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered on the primary set received. Functional testing was performed; fluid and air bubbles were noticed going into the primary bag, indicating a faulty check valve. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received customer medwatch report from the FDA which states: " mainline IV tubing without problems early last month. Potassium piggyback started on the following day and the potassium infusion backed into the mainline IV fluids, main IV on carefusion pump. "